Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation and images were provided. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during MRI guided breast biopsy, after the sixth sample was obtained the probe sample notch and cutter allegedly detached into the patient. The healthcare provider (hcp) allegedly removed the detached components successfully using forceps through the incision from the coaxial. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: complaint sample: the distal portions the needle and cutter were returned detached, with the detached cutter component returned outside of the detached cannula component. Upon further inspection, the detachments were found at the weld joint. No damage was identified to the rear housing. No other anomalies were noted. The probe was examined via x-ray imaging prior to functional testing, which showed both of the front stops to be broken off of the front housing. Lot samples #1 and #2: the probes were clean and the aperture was 95% closed. No other anomalies were noted. The probes were examined via x-ray imaging prior to functional testing, which showed both of the front stops to be intact on the front housing. Performance/evaluation testing: the original probe was not able to be tested due to the returned sample condition. The probe was loaded into the in-house driver and calibrated successfully. The two lot samples were then inserted into a phantom breast, and a sample acquisition sequence was initiated. Both probes were able to successfully complete a full 6 sample attempts around the clock. Another cycle of sampling was made, and an attempt to replicate the failure was made by exposing the probes to extreme side loading forces during use; both probes eventually broke at the weld joints on the cutter and cannula after the excessive manipulation. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: three returned electronic photos were reviewed. The first photo shows the labeling of the device. The second and third photos show a detached distal end of a probe cannula and cutter laying next to the probe needle, on a white towel. The detachments appear to be at the weld joints. Based on the photo provided, the investigation is confirmed for the reported detachment. Conclusion: one original sample and two unused, open lot samples were returned for evaluation. Based on the photo review and the returned sample condition, the investigation is confirmed for the reported detachment as cutter and cannula were both found to be detached at their respective weld joints. The investigation is also confirmed for a break, as the returned original sample was found to have two broken internal stops. The definitive root cause could not be determined based upon available information. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during MRI guided breast biopsy, after the sixth sample was obtained the probe sample notch and cutter allegedly detached into the patient. The healthcare provider (hcp) allegedly removed the detached components successfully using forceps through the incision from the coaxial. There was no reported patient injury.